Event description:
Symptoms: hyperglycemia. Used needle subcutaneously as directed for use with insulin pens. Patient expressed concern that hyperglycemia may be due to not receiving his full insulin dose using his current 8mm pen needles. When reviewing insulin pen injection, it was noted that 10 units were still on pen dial indicating patient did not receive full dose of insulin. This may be occurring more frequently when at home which may be contributing to hyperglycemia. Pt reports some difficulty administering insulin with the longer pen needles (8mm droplet) the pen depressor with more resistance. Some improvement, but still having hyperglycemia in the 500's several times a week despite patient confirming compliance.